Event description:
The customer reported that their acuity central pt monitoring system halted operation and made a grinding squealing sound. Note 1: the reporter declined to provide any pt-related info, but did state that no adverse effects occurred, as a result of this product problem.

Manufacturer narrative:
The user facility's biomedical engineer isolated the malfunction to the cpu (central processing unit). The cpu was not returned to welch allyn for eval. The cpu is a commercial off-the-shelf item, that is not manufactured by welch allyn. The cpu is obsolete, and no longer supported by its manufacturer. Welch allyn responded to the customer's report by suggesting that they replace their obsolete equipment.